Event description:
It was reported to olympus that a bronchovideoscope had image failure. The issue was found during preparation for use. During the inspection, the following reportable malfunction was identified: breakage of the image sensor. There was no patient injury or adverse event reported to olympus. This medwatch is being submitted for the reportable issue found during evaluation.

Manufacturer narrative:
E1: no. (B)(6). The device was returned to olympus for inspection. During the evaluation, the reported issue was confirmed. Its black image occurred during angulation. In addition, the following malfunctions were found during the device evaluation: breakage of the image sensor was evident as well as the switch board. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the legal manufacturer's investigation, while the user was handling the device, it is likely that the charged coupled device (ccd) was damaged causing the reported event. The event can be detected or prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor the field performance of this device.